Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Hyperglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that patient had low blood glucose (bg) levels while wearing the pod between 4 and 24 hours on the arm. Patient reportedly had the flu and was "unable to keep food down" due to vomiting; bg levels dropped to "the high 20s" (mg/dl). Spouse drove patient to hospital,and he was admitted; pod continued to be worn for the duration of patient's stay. Patient was unable to eat the food offered and was treated with glucose via intravenous (IV) fluids for 1.5 hours. Patient also reportedly vomited the nausea pills ingested and nausea medication was administered through IV. Patient was released after 2 to 3 hours.